Event description:
The customer reported a malfunction with their insulin pump, displaying malf 12 error code. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, with the exact value unknown but displayed as "high." The customer addressed the high blood glucose by self-administering a correction injection and did not require third-party assistance due to incapacitation. The customer will continue to use current pump for insulin therapy.